Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer's blood glucose was unknown at the time of the incident. The customer was informed that the sensor needs to be replaced due to a broken sensor. The customer was sent a replacement sensor.